Manufacturer narrative:
Correction made to a1: patient identifier: lw (previously submitted as unknown). Correction made to b5: it was reported that an amia device experienced a low priority alarm 30176 (max air exceeded) alarm (previously reported as low priority alarm 30166). H10: the device was received for evaluation with short black grayish hairs all over the set. A visual inspection with the naked eye noted a hole with chew marks in the patient line tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak at the patient line tubing. The reported condition was verified. The cause of the condition could not be determined, however it is possible that a pet or an animal caused the damaged tubing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a cut in the patient line. Renal therapy services (rts) advised the patient to contact their nurse before starting a new therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.